Event description:
It was reported that the lead was attempted to be implanted but not used. The lead impedance was high when positioned and was still high after removal and tested. The physician implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated damage at implant and stretching. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.